Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty select cycler/ liberty cycler set product issue caused or contributed to the event. The cause of the patient¿s peritonitis cannot be determined with the information currently available. However, peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies but most often due to poor aseptic technique during the pd treatment.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 and diagnosed with peritonitis. Upon follow up with the pd registered nurse (pdrn) it was reported that hospital discharge summary was unavailable and therefore the patient¿s culture results, antibiotic prescriptions, and other test and treatment results are unavailable. The patient was discharged on (B)(6) 2019. The patient is recovering and is currently continuing antibiotic therapy as an outpatient with ancef 1 gram intra-peritoneal (ip) daily for 10 days. The pdrn indicated that the cause of the peritonitis is unknown. The pdrn stated there were no alleged fluid leaks nor any issues with a fresenius device, drug, or product that can be associated with the event. The patient was continuing pd therapy with the same liberty select cycler and has not had any further issues. No devices or samples were returned for physical evaluation by the manufacturer.